Event description:
The customer received blood glucose readings of hi and approximately 200mg/dl from 2 contour meters.the difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant.no adverse events were alleged.the test strips were to be returned for evaluation.replacement test strips and a new meter were sent to the customer.